Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an alliance inflation syringe device was used in the common bile duct (cbd) during a stent placement procedure performed on (B)(6) 2020. According to the complainant, during the procedure, it was noted that the pressure in the gauge meter would not go up to indicate the pressure applied to the balloon. The procedure was completed with this device. There were no patient complications reported as a result of this event.